Manufacturer narrative:
(B)(4). Batch # p5758p. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify: ¿stopped during the procedure¿? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a laparoscopy, the device presented a problem. Patient with suspicion of ca. It was performed retroperitoneal lymphadenectomy by video laparoscopy and in the act of stapling, the device stopped during the procedure. It was necessary to open a new stapler and a white reload. There were no patient consequences reported.